Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection after disassembling the device noted cracks on the oled screen, and when the device was powered on the screen stayed black. There was also noted damage to the 44-pin flex cable. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. Replication of the damaged oled screen can occur if the device is dropped. Additionally, the investigation detected a unreported condition of damage to the 44-pin flex cable that has no relationship to the reported condition. The ground trace on 44-pin flex cable become damaged due to the rear handle housing pushing against the flex cable. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the screen was found cracked. There was no patient involvement.